Event description:
Additional information was received that the patient was seen on (B)(6) and the therapy was not working well on this patient, because he was not a good responder. The device was removed, not turned off, and was ant end of service with high impedance. The physician let the battery die and no break was noted. The device will not be returned. No patient manipulation or trauma occurred that could have caused or contributed to the high impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: the follow-up MFR. Report #02 inadvertently reported this field incorrectly. This has been corrected in this report. The replacement device being explanted due to lack of efficacy is not related to the high impedance event and should not have been reported on the previous report.

Event description:
It was reported on (B)(6) 2013 that the physician has not had x-rays performed on the patient.

Event description:
An implant card received on (B)(4) 2010 reported that a vns patient underwent a re-implant of m102 sn# (B)(4) replaced by m102 sn# (B)(4) and m302-20 sn# (B)(4) replaced by m302-20 sn# (B)(4). Re-implant surgery took place on (B)(6) 2010 at (B)(6). No reason for replacement was marked on the implant card. Lead impedance was not indicated. Further investigation of internal programming history revealed that the patient had high lead impedance on (B)(6) 2009 through (B)(6) 2010. Actual date of event unknown. Good faith attempts are underway for further details about the reported event.

Event description:
It was reported that the high impedance was resolved with vns replacement that occurred on (B)(6) 2010. No patient manipulation or trauma occurred that could have caused or contributed to the high impedance.